Manufacturer narrative:
This report has been identified as (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "On 26 jan at 2014 hours, IV red blood cells transfusion was started at 81ml/hr, vtbi 301mls. The therapy was run smoothly. At around 2350hours, nurse discovered the blood bag was left more than 200mls based on physical eyes estimation. Nurse reported the incident to in charge and bme under the event of underinfusion. Based on the history log, there were multiple pressure alarm occurred and acknowledged. As confirmed with bme, nurse attempted to change the IV plug of patient and IV red blood cells transfusion was completed uneventfully subsequently via another infusion pump. According to bme, patient's condition was stable and no complication reported related to the incident." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The infusion was started with a rate of 81,82ml/h and a vtbi of 300ml. During the therapy, three pressure alarms were found. The infusion was continued and a few minutes later a air rate alarm occurred. The reason for the alarms could not be clarified. The line was purge, several times. At 11:54 pm the infusion was stopped. At this time, 284,47ml was infused. No other abnormalities were found in the device history. The complaint could not be confirmed. At the time the complaint was initiated, b. Braun attempted to obtain samples and additional information concerning the case.